Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The rear alternating current inlet was damaged with a piece broken off. The front power switch was damaged. There were exposed internal components due to a broken protective cover. The device evaluation found; the plastic cap was torn off. The main chassis was rusted inside. Four suction feet at the bottom of housing was missing with their (4) lock bolts. The air gauge was inserted with difficulty due to a worn-out connector socket and air joint unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A biomedical engineer reported to olympus, the maintenance unit had a damaged power button, and the power plug in the back was also damaged. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damage to the power inlet and power switch could not be determined, however, the issues were likely the result physical stress due to user handling/mishandling. Olympus will continue to monitor field performance for this device.